Event description:
It was reported that during the surgery to repair the cuff tendons, the anchor broke inside the patient and when trying to insert the anchor it left. The surgery was completed with two anchors and all the pieces were removed from the patient. No delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.